Event description:
It was reported that the patient experienced pocket stimulation. During explantation of the device, the header appeared to have erosion where the leads are inserted into the device. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) battery depletion-normal.